Event description:
Heartmate 3 with temporary right ventricular assist device (rvad) presents with large left middle cerebral artery (mca) cerebrovascular accident (cva) on postop day #4 in the setting of subtherapeutic heparin infusion over the past several days. Computed tomography angiography (cta) revealed left m1 partial occlusive thrombus however tissue plasminogen activator (tpa) was outside the window and revascularization increased risk for reperfusion injury.